Manufacturer narrative:
A siemens headquarter support center (hsc) specialist evaluated the complaint. The hsc specialist discovered that the customer used a low volume pipette which was not calibrated. The volume of the sample required for testing should have been 5 ul however the pipette gave 8 ul. The customer informed the hsc specialist that all pipettes were calibrated recently. However, the hsc specialist discovered that the pipette used for the dilutions was not included in the pipette calibration. The siemens customer service engineer (cse) utilized different pipette and analyzed samples at another site. The data indicated there was no error with the method or the instrument. Hsc specialist concluded that the event is not related to assay issue. The cause of the discordant, falsely elevated thcg results was due to the customer using wrong pipette for dilution. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant results were obtained on one patient sample tested for total human chorionic gonadotropin (thcg), when manually diluting, on an advia centaur xpt instrument. The initial results obtained resulted greater than the assay range, requiring dilution. The samples were diluted twice both manually and automatically, resulting falsely high with manual dilution. The discordant results were reported to the physician(s). The corrected results, obtained with automatic dilutions, were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated thcg results.